Event description:
It was reported the catheter was placed into the pt on (B)(6) 2014 in the ICU. On (B)(6) 2014 in the CT dept they were power injecting contrast for a pe exam. The injectors were set at 300 psi. The injector was attached to the hub of the PICC and the clinician stepped out of the room to begin the procedure. The contrast wasn't showing up on the monitor. Only a blush was seen. The clinician went back into the room and found contrast all over the floor. The PICC was examined and the clinician found the catheter was split at the hub. As a result, the catheter was removed and replaced and used successfully. There was a delay in treatment and no pt death ot complications reported.

Manufacturer narrative:
(B)(4).